Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name. D4: catalog number. D9: device availability. G3: date received by manufacturer. G4: PMA/510(k) number. G6: checked "follow-up." H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
It was reported that the implant at tooth site #unk was removed as the healing abutment would not unscrew/disengage from the implant. Attempted 2nd phase and the healing abutment would not unscrew from implant. Dr requested analysis performed on why its fused together. Also reported that they did not complete the procedure with another implant. However, they placed a bone grafting plug that same day.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided; d1: brand name unknown / not provided; d4: catalog # unknown / not provided; d4: lot/serial # unknown / not provided; d4: device expiration date unknown / not provided; d4: device UDI number unknown / not provided; g4: additional PMA/510(k) number unknown / not provided; h4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) hc343, (heal collar 3.5x4.5, 3mm) for evaluation. A visual evaluation and functional test were performed; there was signs of use; the abutment wouldn¿t disengage from implant. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc343 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: does not disengage/release¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the customer error. Therefore, based on the available information, a device malfunction did occur. The implant and abutment wouldn¿t disengage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.